Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, complication in site preparation, immediate implantation, no apical bone - another type of implant was chosen from another brand.